Event description:
On 23 may 2025, it was reported by an arthrex employee via email that an ar-7237-7 fibertape® 2 mm, braided polybend suture, blue, broke intraoperatively. This was discovered during acj repair procedure. There was no patient harm and the procedure was completed successfully with a new fibertape.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0222-eo - g - precautions - 2. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The most likely cause for the reported failure can be attributed to user error of the device due to either excessive force used during suture passing or the device coming in contact with another device during use.